Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator was not at end of service. The patient does feel stimulation and denies any injury or trauma that may have damaged the system. It was reported that in the past, the patient had undergone chemotherapy and their device had been programmed to off so that MRI's could be performed. No adverse event was reported in conjunction with the high lead impedance condition. It was reported that the patient has benefited more from the addition of keppra to their drug regimen than from the vns therapy and that if the patient's lead was broken, it was not likely that device replacement surgery would be scheduled.